Event description:
Customer reported, the system appears to fluoro, but there is no image displayed. Monitor stays black. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface and fluoro functions boards. System operates as intended.